Event description:
Colon polypectomy - endo loop applied to polyp. Unable to deploy 2" malfunctioning device. Loop cut outside scope above biopsy port. Physician advanced loop through scope while pulling scope out. Loop held outside of pt. Physician placed snare over loop deployment wire and through scope. At this point device deployed to detach wire which was removed from pt.